Event description:
Package is labeled as 4-100 insulin syringe. Syringe itself is marked as a tb syringe. Staff noticed problem right away. No known medication errors occurred. Vendor has been notified.